Event description:
Reported as "lap band leaking"

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the port tubing, band tubing and buckle along with missing pieces of belt material there was no indication of wear related damage to the portion of the lap-band system returned. Analysis also noted no penetrating nicks inside the band tubing with no leakage at the tubing. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakae as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."